Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of missing segments on the lcd screen of the insulin pump. The customer's blood glucose reading level was unknown. The customer stated that there is a black spot on the screen where she puts the cartridge in. The customer stated that a small piece on top of the reservoir compartment broke off. The customer also stated that there is a mark on the digital part of her screen. The customer is advised to revert to a backup plan. The customer will be sent a replacement pump.